Event description:
During the shoulder procedure while using the scorpion needle the tip of the needle broke off in the pt and lodged in the soft tissue. An x-ray was obtained of the area, surgeon was unable to retrieve the piece of the needle.